Manufacturer narrative:
This report is related to previously reported complaint of an unknown patient death, MFR number 2938836-2014-18262.

Event description:
This report is related to previously reported complaint of an unknown patient death, MFR number 2938836-2014-18262.